Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported as the issue occurred during servicing activities. We were informed that the technician on site replaced the power supply board and the device functioned again as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarming low battery and ac power indicator are crossing. Tried to check battery and ac cable. Both are ok. From the received information, this occurred not during ventilation on a patient, but during servicing activities. No patient harm occurred.

Event description:
The following was reported to hamiton medical ag: alarming low battery and ac power indicator is cross.try to check battery, ac cable boths are ok. From the received information, this occurred not during ventilation on a patient but during servicing activities. No patient harm occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).